Event description:
Boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) had failed to convert the patient's induced arrhythmia during an implant procedure. No adverse patient effects were reported. The patient was hospitalized for further testing. The device was later explanted for an unknown reason and returned for analysis.

Manufacturer narrative:
The next, day, the device was able to successfully convert the patient's arrhythmia after reprogramming. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.